Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5; g3; h3; h6 visual examination of the returned product identified the articular surface has minor surface scratches. Dovetail features were found to be flared with additional damage around the extraction slot and non-articular surface. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Review of the complaint history identified similar complaints for the reported item and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has been returned. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported poly would not engage properly. Attempts to obtain additional information have been made; however, no more is available.